Event description:
International affiliate reports that after 8 yrs of implantation, the pt showed symptoms of too high intracranial pressure. The dr attempted to reduce the valve pressure but the pt's symptoms remained the same. An invasive cross-cheek revealed that the valve pressure had not changed and the device was explanted.